Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. The insulin pump was unable to perform the displacement test due to blank display.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that she was at the beach and insulin pump was submerged in the ocean. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.